Event description:
Customer reported that the pt went to the hosp with altered mental status. A noncontrasted head CT showed the interval development of hydrocephalus consistent with a shunt malfunction. The pt was taken to the operating room where the shunt was revised. The ventricular catheter was disconnected from the valve and seemed to flow. It was assumed that the valve was bad and the programmable valve was removed and a replacement shunt valve was used. A new ventricular catheter was inserted.

Manufacturer narrative:
Codman has attempted to retreive the product for eval. At this point it is unk if the device will be provided. Since a lot number has been provided, codman will conduct a review of the device history records. We anticipate that the review will confirm that the device conformed to specifications prior to being released to stock. If anything, otherwise is noted, a follow up report will be filed. In addition, if the device is returned for eval, the complaint will be re-opened, investigated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.